Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours on the leg. The patient received a "missing sensor value" alert. Investigation of the returned pod found a damaged cannula.

Manufacturer narrative:
Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the patient history buffer (phb) data downloaded from the pod did not find cgm communication error with the pod. During the investigation the pod was able to pair with a cgm emulator with no issues. No issues were observed with the device that would lead to communication issues. The soft cannula was found to be flattened and stretched. Despite the damage to the soft cannula, fluid could pass freely through the complete fluid path and out the distal tip of the soft cannula. No leakages were observed. Due to the damage, the soft cannula length was measured to be out of specification at 29.12 mm. The timing and cause of the damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.